Event description:
During assessment of newborn, a laceration approx 1 cm wide was noted in the left parietal region of the head which was sutured using 1 stitch. Cause unk. Both an internal lead and an intrauterine pressure catheter was used during the labor. Both mfrs notified.